Manufacturer narrative:
The investigation for the pump stop and the purge leak has been completed. The data logs were observed and there were motor current spikes followed by high purge pressure alarms as well as high motor current pump stop alarms, but the pump restarted within seconds. The pump was returned and inspected. There were denatured proteins found in the purge gap as well as around the ball bearing. The root cause of the high purge pressure is most likely due to biomaterial. The pump ran in a bucket of water for 66 hours without a pump stop occurring and it passed all testing. The root cause of the temporary pump stop cannot be determined as the issue was not able to be reproduced. Added- d6a/d6b h6 med dev prob code 2954 changed to 1491. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: "unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. During the procedure and once the pump had started, the impella had a stop alarm, the pump stopped and restarted twice. Positioning was verified under fluoroscopy and echo. Additionally, there was a high purge pressure that alarmed twice. The decision was made to remove the rp flex and insert a new pump. There was no patient harm.